Manufacturer narrative:
Inratio precision data provided by end-user lot ni: date; 2007. First test inr = 7.4, second test inr = 7.3, mean = 7.4; sd = 0.07; %cv = 0.96%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time.

Event description:
Caller alleges imprecision with inratio. Results as follows. First test inr = 7.4. Second test inr = 7.3.